Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to colon during a low anterior resection colectomy procedure, it was stated that the anvil of the stapler was closed down and green showing safety would not release to fire, hence the stapler did not fire. Another stapler was then used and the anvil was replaced with a new one from the new package to complete the case and it fired perfectly. There was no patient injury.